Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with unexplained no delivery alarms that were not caused by site issues. The customer¿s blood glucose level was unknown at the time of the incident. The pump display had scratches that made it hard to read, and battery longevity was reduced. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.